Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was exhibiting atrial fibrillation oversensing. R waves were measured at 3 mv, and defibrillation thresholds (dft's) were measured at 31j. The ICD was explanted, and the patient's transvenous right ventricular (rv) and right atrial (ra) leads were attempted to be explanted at that time. The physician was unable to get the ra lead to pass through the subclavian vein, and the rv lead was unable to pass through the superior vena cava (svc), as the rv lead tip was still attached to the septal wall. Both rv and lv leads were coiled into the pocket, and the pocket was closed. The patient was sent for laser lead extraction. Additional information indicates that these ra and rv leads were explanted successfully, without any adverse patient effects.

Manufacturer narrative:
A request has been made to have the ICD, rv lead, and ra lead returned to the boston scientific crm post market quality assurance laboratory for analysis. To date, only the ICD has been received by boston scientific crm. Visual inspection of the ICD was performed; no anomalies were noted. The device was put through and passed a series of automated diagnostic tests that verified the performance of defibrillation (high voltage shocking), pacing, sensing and diagnostic device functions. This event will be updated upon return and analysis of these ra and rv leads, or if additional information becomes available. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned severed in two segments at 17 centimeters from is-1 pin. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip. Setscrew marks were noted on all term the terminal connectors. The extracting stylet was stuck inside the distal segment. There were no coiling or test noted in the lead body. The helix was fully retracted and intact with no signs of damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.